Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the cap was off leaving blade exposed prior to use with a bd microtainer® contact-activated lancet. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reported that the cap of the blade had been separated from the device before use.

Event description:
It was reported that the cap was off leaving blade exposed prior to use with a bd microtainer® contact-activated lancet. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the cap of the blade had been separated from the device before use.

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 3 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for missing cap and broken needle cover with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the failure mode for missing cap and broken needle cover was observed. Also, retention samples from bd inventory, were evaluated by visual examination and the issue of missing cap and broken needle cover was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.